Event description:
It was reported that the patient presented to the emergency room experiencing dizziness and presyncopal symptoms. A varying capture threshold was observed on the right ventricular lead in addition to intermittent capture. The lead was capped and replaced. The patient was in food condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.